Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient feels stimulation or a light zapping sensation even when implant is off. Patient also reported feeling tenderness and pinching at implant site for maybe a year or so.